Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after a day of wear and was therefore unable to monitor their glucose levels. Customer experienced a loss of consciousness and was unable to swallow when her mother tried to treat her with orange juice for hypoglycemia. Emergency services were called and customer was administered with glucose 30% and 10% via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the returned adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after a day of wear and was therefore unable to monitor their glucose levels. Customer experienced a loss of consciousness and was unable to swallow when her mother tried to treat her with orange juice for hypoglycemia. Emergency services was called and customer was administered with glucose 30% and 10% via IV. There was no report of death or permanent injury associated with this event.